Event description:
It was reported that the physician had difficulty advancing the thumb slide of the stent delivery catheter and it subsequently broke. The thumb slide broke after approx 1cm of the stent was deployed from the catheter. The catheter was removed and another device was used to complete the procedure. It was reported that there was no effect to the pt.

Manufacturer narrative:
Analysis results: the catheter with stent was returned for analysis. Analysis concluded that the thumb slide pin had sheared at the base of the thumb slide and at the base of the ratchet block assembly. Device history records were reviewed and there were no anomalies noted that would have lead to the malfunction. This is a known malfunction and a CAPA investigation for this issue had revealed that the strength of the slider pin may be as robust as required for ratcheting the longer 6mm diameter stents. Therefore, a device modification including a stronger slider pin was made to correct this issue. Distribution of the modified devices began on (B)(6) 2009 and there have been no reports of thumb slide breaks with the modified devices. There was no serious injury related to this event. Because of a previous thumb slide break that resulted in medical intervention to preclude a serious injury, this event is being reported per the medical device reporting guidance document. The weight of the pt was not obtained and is not relevant to this event. This event occurred in the (B)(6). The device holds the ce mark for the indication of the peripheral vasculature in (B)(6).